Event description:
It was reported that the patient's ipg displayed the nearing end of life (eol) message earlier than intended. The patient still has therapy. Surgical intervention is planned to address this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received that the patient's ipg was replaced. Effective therapy was restored postoperatively.